Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The reporter contacted lifescan on patient's behalf alleging that her one touch ultra meter was prompting the error 4 message. The senior medical affairs specialist mailed a letter since the patient could not be reached. The patient did not experience any symptoms of high or low blood glucose levels. The patient neither alleged harm nor experienced injury. The reporter indicated that the patient received treatment by a medical professional; however, no further information was provided. The customer service representative verified that the patient had been using correct testing technique and the test strips were in good condition. The csr walked the reporter through a retest and the meter prompted the error 4 message. Based on the information supplied by the patient, there is no indication that the product malfunctioned or that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter, test strips, and control solution were replaced.